Event description:
Literature was reviewed where valiant captivia stent grafts were implanted during the endovascular treatment of an type b aortic dis section. Non medtronic grafts were also implanted. It was reported on final angiogram a min type iii endoleak was observed. In the course of follow up, CT images demonstrated the complete resolution of endoleak. Moreover, no stent graft-induced new entry tear was observed following infrarenal reconstruction. The cause of the endoeak is undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: hybrid endovascular treatment for complicated aortic dissection concomitant with true lumen obliteration: a case report ikeoka et al, european heart journal - case reports (2024) 8, 1¿5 https://doi.org/10.1093/ehjcr/ytae068 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: vamf2824c150te: s/n: unknown; use by date: unknown; upn # unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.